Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed and could not be resolved. A field service engineer (fse) inspected, found no visible issues with the tower connections and latches, and all four latches had previously been replaced by the primary technician, but the door 2 continued to experience issues. The fse replaced the door 2 latch/harness assembly and proactively replaced the door controller to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 2 was failed and could not be resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from cabinet. However, there were no adverse events or injuries reported based on this event.